Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 2.9, lab: 2.5. No change in diet or medication; has not been in the hospital recently.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010. Inratio meter = 2.9 inr. Reference = 2.5 inr. Mean = 2.70. Confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the contact of the documented variability for inr testing. As of 02/16/2010, 9 discrepant results complaints were reported for lot #220444 yielding a complaint rate of 0.041%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.